Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that valve was bent and as a result caused leaking. Product was replaced. No medical intervention was reported.

Event description:
It was reported that that valve was bent and as a result caused leaking. Product was replaced. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: this is a single use device. Do not re-sterilize any portion of this device. Reuse and/ or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. The device was not returned.